Event description:
It was reported that the lead exhibited less than 200 ohms impedance and low thresholds in both bipolar and unipolar sensing. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.